Event description:
It was reported that during a prostate procedure @ 63,850 joules of use and 11 minutes ¿fiber broke on fiber tip". The procedure was completed using a second fiber. There were ¿no injuries to the patient¿ reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits moderate char; the fiber exhibits melting of the uv glue zone at the attachment of the glass cap to the fiber. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4).